Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery in which the existing ipp was removed and a new spectra penile prosthesis (spp) was implanted. During the procedure a tear was found in the left cylinder tubing. No information was provided about the patient's outcome. It was further reported that the perforation occurred after the ipp was implanted and it was identified due to the physician being able to hear and see that the implant was not functioning. The patient did not experience any further adverse events and was said to do well with the spp implant following the procedure. No more information available at the moment. Should additional information become available, it will be provided.